Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified message occurred prompting the customer to change the cartridge when attempting to deliver a bolus. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.